Event description:
As soon as of this occurrence (our stent had been deployed in advance automatically in a wrong place), they deployed another stent. They did not remove the wrongly deployed stent as there is risk in removing that stent- by customer and cath lab technician. This file will capture the off label use of the replacement device that was used to successfully complete the procedure.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Device evaluation: off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The zfv6 device of unknown rpn and unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. It is related to pr (B)(4)- our stent had been deployed in advance automatically in a wrong place and captures the off label placement of the replacement device used to successfully complete the procedure. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity manufacturing records review could not be completed as the lot number is unknown. IFU/label review: it should be noted that the instructions for use (ifu0058) states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of off label use was identified from the available information. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The stent was used in a biliary stenting procedure in the liver. As the device has not been tested in this area, it is unknown how the device will perform. As per d00213689, rev006, section 5.3 table 1 - off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary: according to the initial reporter, as soon as the user was aware that the initial stent had been deployed in advance automatically in a wrong place, they deployed another stent. They did not remove the wrongly deployed stent as there is risk in removing that stent. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. This device was used to successfully complete the procedure. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. From the available information it is known that the stent was used in a biliary stenting procedure in the liver. This is not the intended area of use as specified in the IFU. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to the completion of the investigation on the 24-may-2023.